Event description:
The pt reported feeling numbness in one leg, starting one week ago. They had suffered from a virus or a cold and had felt physically weakened; they also reported a fall today. The pt was re-directed to report symptoms to their hcp. Add'l info has been requested from the physician.